Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No new patient or event information to report.

Manufacturer narrative:
Description of event: as reported, during a procedure involving peripheral artery disease within the left superficial femoral artery, a bentson straight fixed core wire guide kinked. Upon return and initial evaluation of the device, the wire was unraveling. During the procedure, access was obtained in the right femoral artery and another manufacturer's 4 french catheter was placed through a cook ansel sheath. The complaint device was then introduced through the catheter; however got "hung up" in the catheter. A sharp kink was observed when the wire was removed. Another device of the same type was then used to complete the procedure. The anatomy was very calcified. The wire was not altered prior to use. Investigation ¿ evaluation. A visual inspection of the returned device was conducted. A document based investigation was also performed including a review of complaint history, device history record, documentation, drawings, the instructions for use, manufacturing instructions, and quality control data. The complainant returned one tsfb-35-180 used to cook for investigation. Physical examination of the returned device showed: there was a coil spin out 12.7cm from the distal tip. The tip weld was intact. A review of the device history record found no non-conformances related to the reported failure mode. Because there are no related non-conformances, adequate inspection activities have been established, there is objective evidence that the DHR was fully executed, and no other lot related complaints that have been received from the field, it was concluded that there is no evidence that nonconforming product exists in house or in field. A review of complaint history records shows no other complaints associated with the complaint device lot. No product IFU is included with this device. A review of relevant manufacturing documents was conducted. It was concluded that the device aspect in question was visually/functionally inspected by quality control and no related gaps in production or processing controls were noted. Based on the provided evidence and the completed investigation, cook has concluded patient anatomy contributed to this incident. Per the quality engineering risk assessment, no further action is warranted. Cook will continue to monitor this device via the complaints database for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Common name & product code = dqx wire, guide, catheter. PMA/510(k) number = pre-amendment. Device evaluated by mfg = other (81) - device evaluation has begun; however, a conclusion is not yet available. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Event description:
As reported, during a procedure involving peripheral artery disease within the left superficial femoral artery, a bentson straight fixed core wire guide kinked. Upon return and initial evaluation of the device, the wire was unraveling. During the procedure, access was obtained in the right femoral artery and another manufacturer's 4 french catheter was placed through a cook ansel sheath. The complaint device was then introduced through the catheter; however got "hung up" in the catheter. A sharp kink was observed when the wire was removed. Another device of the same type was then used to complete the procedure. The anatomy was very calcified. The wire was not altered prior to use. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.